Event description:
Breakage of pedicle sacro-alar-iliac screw on (B)(6) 2017. Pt was opening car door and felt pop with sudden pain in left buttocks. X-ray in office revealed fracture of neck of left s2ai screw that was placed at surgery on (B)(6) 2016 during t10-pelvis surgery. Screw was a cannulated 8.5 mm screw. This was the second pelvis screw to fail for this pt. The first failed on (B)(6) 2017, only 4 months after the index surgery. Both screws failed at the same point, the neck under the polyaxial head, leaving the heads still attached to the rods. No relevant medical issues, pt had right buttocks pain after the right s2ai screw failure, which resolved over several months. The failed screw was not removed.